Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor is loose and requires to be tightened every time before use. This occurred over time from constant usage. The piece is not broken.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirms the reported event that the screws holding the black celcon portion of the device are stripped causing separation from the metal base. The device suggests heavy usage on the replaceable celcon component. The black celcon portion is intended to be taken apart and replaced after heavy usage and the metal portion to be reused. The root cause is being attributed to normal product wear as the returned screw shows signs of heavy usage and the replaceable celcon component shows signs of moderate/heavy usage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.